Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. After reviewing the signals in the run data file, it cannot be ruled out that the repeated access alerts that occurred during the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. After reviewing the signals in the run data file, it cannot be ruled out that the repeated access alerts that occurred during the procedure disrupted the steady-state of the system and contributed to the elevated wbc content measured in the platelet product. Based on the available information, it also cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.